Event description:
It was noted the patient died 25 days following device replacement surgery. Follow up revealed death certificated noted cause of death to be congestive heart failure due to valvular heart disease-aortic stenosis; other contributing factors included coronary artery disease. Manner of death was natural and no autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died 25 days following device replacement surgery. The cause of death has been requested and not received.